Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined it was a disassociation event, not a dislocation event. This report is being filed to relay appropriate changes based upon that information. Medical products: glenoid baseplate part # 115330 lot # unknown; versa-dial glenosphere standard part # 115310 lot # unknown; unknown standard humeral bearing; unknown humeral tray; unknown comprehensive humeral stem; unknown fixed locking screw.

Event description:
It was reported that a patient underwent an initial reverse shoulder replacement procedure. The patient reported experiencing pain and a subsequent MRI revealed the glenosphere had disassociated from the glenoid baseplate. The patient was revised and during the surgery, the surgeon noted the central screw was not fully seated. The glenosphere was replaced and the central screw was tightened until fully seated. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown head, unknown. Unknown, unknown bearing, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09834. 0001825034 - 2017 - 09835.

Event description:
It was reported that a patient underwent an initial reverse shoulder replacement procedure. Subsequently, the patient was revised due to dislocation and pain. During surgery, the surgeon found the glenosphere to be loose. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to relay additional information: concomitant medical products: comp rvrs shldr glnsp std 36mm, part # 115310, lot # 670960; comp rvs 2.7mm dia drl, part # 405889, lot # 905690; comp. Rev shldr 9 in steinmann, part # 405800, lot # 538300; comp rvrs 25mm bsplt ha+adptr, part # 010000589, lot # 951230; comp lk scr 3.5hex 4.75x40 st, part # 180555, lot # 350220; comp lk scr 3.5hex 4.75x30 st, part # 180553, lot # 770260; comp lk scr 3.5hex 4.75x15 st, part # 180550, lot # 541550; comp lk scr 3.5hex 4.75x25 st, part # 180552, lot # 593070; comp lk scr 3.5hex 4.75x30 st, part # 180553, lot # 800380.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Screw was not explanted. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. A definitive root cause cannot be determined, however, the complaint may be revised upon return of devices or further information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.